Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, and mesenteric perforation. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused physical and emotional damages from tilting, mesenteric perforation, and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress, and other damages.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, and mesenteric perforation. The indication for the filter implant and procedural details have not been provided. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc) and into organs and filter tilt, approximately eight years and eight months post implant. The patient also reported problems with walking and pain in the groin area related to the filter. According to the medical record provided, the patient had a history of obesity, anxiety, arteriosclerotic heart disease, asthma, chronic obstructive pulmonary disease, crohn¿s disease, deep vein thrombosis (dvt), diabetes, hypertension, gastroesophageal reflux disease, gout, hypercholesteremia, seizure disorder, sleep apnea, venous insufficiency, coronary artery disease with stent placement, cholecystectomy and hysterectomy. Approximately eight years and six months post implant the patient presented to the emergency room (ER) with complaints of chest pain, the patient was discharged from another facility the day before with a diagnosis of pneumonia. The patient was evaluated and discharged from the ER the same day. Approximately eight years and eight months post implant the patient presented to the ER with complaints of abdominal pain and was told by primary healthcare provider to go to ER to get evaluated for crohn¿s flareup. A computed tomography (CT) scan was performed and found no acute findings or inflammatory changes. The ivc filter was visualized as well as hepatomegaly. The patient was discharged the same day after no acute findings were observed. The product remains implanted and thus not available for analysis, the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Difficulty walking and groin pain do not represent a device malfunction and may be related to underlying patient specific issues and other comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. The patient is a female.

Event description:
Additional information received per the medical records indicate that the patient has a history of obesity, anxiety, arteriosclerotic heart disease, asthma, chronic obstructive pulmonary disease, crohn¿s disease, deep vein thrombosis (dvt), diabetes, hypertension, gastroesophageal reflux disease, gout, hypercholesteremia, seizure disorder, sleep apnea, venous insufficiency, coronary artery disease with stent placement, cholecystectomy and hysterectomy. Approximately eight years and six months after the index procedure the patient presented to the emergency room (ER) with complaints of chest pain, patient was discharged from another facility the day before with a diagnosis of pneumonia. The patient was discharged from the ER the same day. Approximately eight years and eight months after the index procedure the patient presented to the ER with complaints of abdominal pain and was told by primary healthcare provider to go to ER to get evaluated for crohn¿s flareup. A computed tomography (CT) scan was performed and found no acute findings or inflammatory changes. The ivc filter was visualized as well as hepatomegaly. The patient was discharged the same day after no acute findings were observed. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), perforation of filter struts into organs and filter tilt. The patient became aware of the reported events approximately eight years and eight months after the index procedure. The patient also reported problems with walking and pains in the groin area related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, and mesenteric perforation. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc) and into organs and filter tilt, approximately eight years and eight months post implant. The patient also reported problems with walking and pain in the groin area related to the filter. Additional information indicated that the filter placement was due to left lower extremity deep vein thrombosis (dvt) with contraindication for anticoagulation. The filter was implanted via the left common femoral vein and the patient tolerated the procedure well. According to the medical record provided, the patient had a history of obesity, anxiety, arteriosclerotic heart disease, asthma, chronic obstructive pulmonary disease, crohn¿s disease, deep vein thrombosis (dvt), diabetes, hypertension, gastroesophageal reflux disease, gout, hypercholesteremia, seizure disorder, sleep apnea, venous insufficiency, coronary artery disease with stent placement, cholecystectomy, and hysterectomy. Approximately eight years and six months post implant the patient presented to the emergency room (ER) with complaints of chest pain, the patient was discharged from another facility the day before with a diagnosis of pneumonia. The patient was evaluated and discharged from the ER the same day. Approximately eight years and eight months post implant the patient presented to the ER with complaints of abdominal pain and was told by primary healthcare provider to go to ER to get evaluated for crohn¿s flareup. A computed tomography (CT) scan was performed and found no acute findings or inflammatory changes. The ivc filter was visualized as well as hepatomegaly. The patient was discharged the same day after no acute findings were observed. The patient has subsequently reported becoming aware of filter fracture approximately eight years and two months post implant. The patient also reported anxiety related to the filter. The product is not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Difficulty walking and groin pain do not represent a device malfunction and may be related to underlying patient specific issues and other comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records state that the indication for filter placement was left lower extremity deep vein thrombosis (dvt) with contraindication for anticoagulation. The filter was implanted via the patient's left common femoral vein. The patient tolerated the procedure well. An amended patient profile form (ppf) was received. It states that the patient experienced filter fracture within the inferior vena cava (ivc). The patient became aware of the reported event approximately eight years and two months after the index procedure. The patient reported that they continue to experience anxiety related to the filter.